Event description:
Received allergan natrelle style 20 gel implants and health has deteriorated since. Requesting FDA and allergan pay for explant and reconstructive surgery due to the lack of info and liability to my health issues. FDA safety report ID# (B)(4).